Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced it met with difficulties due to the anatomy resulting in the material deformation and subsequent loss of pressure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. A 2.5 x 12 mm xience xpedition stent delivery system (sds) was advanced to the target lesion. An attempt was made to deploy the stent, but the balloon could not inflate due to the sds was losing pressure [material rupture]. The stent failed to deploy, and therefore the sds was removed with the stent. The procedure was successfully completed with another unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.